Event description:
It was reported via the latitude monitoring system that the smartpass feature for this device was off. Technical services suspects the feature turned itself off during the setting up of the sense vectors post implant. This is normal device function. The smartpass feature is now programmed back on. There was also a sensing-not-optimized message due to the latitude communicator being set up prior to the implant procedure. Again, this is normal device function. The device was later explanted. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported via the latitude monitoring system that the smartpass feature for this device was off. Technical services suspects the feature turned itself off during the setting up of the sense vectors post implant. This is normal device function. The smartpass feature is now programmed back on. There was also a sensing-not-optimized message due to the latitude communicator being set up prior to the implant procedure. Again, this is normal device function. The device was later explanted. There were no additional adverse patient effects.